Event description:
The consumer alleged the bed is not inflating correctly and she has developed bed sores.

Manufacturer narrative:
The caregiver stated that the patient had two bed sores on either side of her buttocks. The bed sores were both stage 3. The caregiver stated the sores are being treated with hydro gel and several wound care products. The technician investigated and found the scale on the device was off. The technician reset the scale to resolve the issue.